Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been carefully analysed. The available trend curves demonstrated a stable pacing impedance around 500 ohms between july and september 2016 with a subsequent sudden decrease down to approx. 150 ohms. Furthermore, the provided iegms showed noise on the rv channel as mentioned in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - after an implantation period of 42 months ventricular oversensing was reported. Biotronik has no further information about a planned revision. Should additional information become available, this event will be updated. No adverse patient side effects have been reported.